Event description:
A pt implanted with a vascular access graft in the forearm experienced swelling in the arm during the 3nd dialysis treatment session. During the 15th dialysis treatment session the pt's arm was again swollen and the aortic pressure was less than 200mg/dl. The surgeon determined the graft was blocked. A new graft was placed at the end of 2005.